Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found.

Event description:
It was reported that during positioning of the device in the pocket, no consistent pacing was observed due to oversensing. Several attempts at reconnecting were unsuccessful. An additional right ventricular pace/sense lead was implanted, with good measured values. Then the device was positioned in the pocket, and the same oversensing was noted with manipulation. A new device was used, with resolution of the issue. No patient complications were reported as a result of this event, and the patient outcome was reported to be ok.